Event description:
The reporter stated that the patient was experiencing low blood glucose (bg); no values were provided. The reporter stated that the patient was brought home and treated. Customer support (cs) reviewed the pump history with the reporter. Cs indicated that the history showed the bg was checked and was running below target but when the ezcarb bolus was programmed, the pump was programmed with only the carbohydrate intake but not the patient's current bg (carbohydrate intake was being countered by the ezcarb bolus). Customer support concluded that nothing appeared to be disrupting the pump's delivery of insulin and the pump appeared to be delivering within specifications. This report is made based on the allegation that the patient experienced decreased blood glucose which was treated at home by the reporter.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump history indicated that the patient's blood glucose was trending low but the bolus was programmed for carbohydrate intake but not current blood glucose. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)